Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printers were not printing on station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printers were not printing. A field service engineer (fse) identified that the receipt printer was printing unreadable output. The fse reseated the printer, deleted and reinstalled the printer configuration, and verified that all ports were functioning correctly, but no improvement was observed. The fse then updated the printer driver, after which the printer failed to power on. The printer was replaced, and successful report printing was confirmed. The customer was also able to print reports successfully. The system functioned as intended after the field service engineer repaired the device.